Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the issue resolved after interstim trial ended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received by a patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The reason for call was caller reported that patient is currently completing a trial for an interstim device (other manufacturer interstim trial). Caller stated that patient reported feeling an increase in stimulation and can still feel stimulation even when the scs device is turned off. Caller stated that patient said when they increase the interstim device, it feels similar to when they increase their scs device. Caller stated patient does not have a managing hcp for their scs device. Caller also stated that patient is going to proceed with having the interstim device implanted. Tss reviewed that it may be possible that the interstim device is causing a sensation that patient is confusing with the scs device. Caller will follow up with patient and the hcp overseeing the interstim trial for further troubleshooting. Caller also confirmed the interstim trial is on the opposite side of patient's body from the scs device. Additional information was received from the manufacturer representative (rep) reporting that they spoke with the rep of the other manufacturer¿s device and stated that the patient felt increased stimulation of their back and legs when the scs device was on, but once the scs device was turned off they did not have any increase stimulation issues and did well with the scs turned off during the trial period. They did not complain of pack or leg pain. Once the interstim trial leads were pulled on monday ((B)(6) 2023), the patient started having back and leg pain again and their stimulation was turned on again at that time.